Event description:
Subsequent to the initial MDR, a correction is required. The complaint states that "cgm accuracy" was reported. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced vomits and dka and was taken to the hospital by ambulance. The ems team took the measurements and the cgm was reading 3.7 mmol/l and the blood glucose reading was 26.0 mmol/l. The patient was treated with IV insulin and dextrose (could have been for diabetes management as the patient was hyperglycemic). The patient stayed at the hospital less than 24 hours. At the time of the report the patient was doing fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. H2 correction.

Event description:
The complaint states that "cgm accuracy" was reported. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient experienced vomits and dka and was taken to the hospital by ambulance. The ems team took the measurements and the cgm was reading 3.7 mmol/l and the blood glucose reading was 26.0 mmol/l. The patient was treated with IV insulin and dextrose (could have been for diabetes management as the patient was hyperglycemic). The patient stayed at the hospital less than 24 hours. At the time of the report the patient was doing fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.